Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The reported hospitalization is the result of case specific circumstances as the patient was hospitalized for imaging to be performed following the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that on an unknown date, a mitraclip procedure to treat mitral regurgitation (mr) with an unknown grade. An unknown number of clips were successfully implanted. On an unknown date, the patient returned to the hospital and echocdiography showed that the clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/sdla). No additional treatment was performed. No additional information was provided.